Event description:
Rv lead polarity switch. Rv lead impedance unipolar lists readings range unipolar 209 228ohms bipolar 247-266ohms." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).